Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during the patient's revision, the physician removed the old generator from the patient's chest and then separated the lead with the old generator with a screwdriver. When the physician unpacked the new generator pack and tried to connect the leads, he discovered that the silicone covering the lead wires had peeled off. The physician tried to use a new generator that had already been opened and to repair the lead sheath, but after several attempts, he was not able to connect them and stated if he did, patient would always be exposed to risk. The distributor asked several times about replacing the lead, but the physician finished surgery without replacing new generator because the patient's "neck was too adherent to the vagus nerve to be replaced." A review of device history records showed that the lead passed quality control inspection and was sterilized prior to distribution. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was further reported that, per the physician, the patient has not experienced any trauma to the device sites nor had the patient manipulated the site.